Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ needle admix nokor 18x1-1/2 tw had an insect inside the needle. No serious injury or medical intervention was reported.

Manufacturer narrative:
One photo was provided for evaluation. It shows a needle assembly with an insect- ant- inside the plastic shield, therefore failure mode is verified. The pest control records were verified finding no pest ¿ant- activity in this production area. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that bd¿ needle admix nokor 18x1-1/2 tw had an insect inside the needle. No serious injury or medical intervention was reported.